Manufacturer narrative:
D3 (email address) and g1 (first name, last name, email address, telephone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 in a patient suffering from a complete av block. The next day, x-ray showed a displacement of the right ventricular lead. A re-intervention to reposition the lead was therefore performed. During the procedure, after repositioning the lead, it was impossible to connect the lead to the pacemaker due to a malfunction of the fixation screw. Another pacemaker was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2021 in a patient suffering from a complete av block. The next day, x-ray showed a displacement of the right ventricular lead. A re-intervention to reposition the lead was therefore performed. During the procedure, after repositioning the lead, it was impossible to connect the lead to the pacemaker due to a malfunction of the fixation screw. Another pacemaker was implanted.